Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
H2: correction. H6: medical device problem code - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. The event date is an approximation. On (B)(6) 2025, it was reported that the dexcom mobile device was showing a glucose level slightly above 200 mg/dl. There was no mention if the patient had symptoms or checked a bg meter. The patient reportedly had no insulin and went to the emergency department (ed). Upon arrival, the dexcom mobile device was still displaying a value in the 200-230 mg/dl range. However, when emergency room (ER) staff conducted a glucose test via finger stick, the result was 550 mg/dl. The patient was given an IV bolus, had labs drawn, and was administered "emergency insulin" (10u regular insulin provided.) Sometimes, he was noted to have dry mouth and polyuria. The patient was offered to stay within the department for care coordination but declined, opting to follow up outpatient. The patient made request for reimbursement and was "demanding a resolution within 10 business days." Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. The event date is an approximation. On (B)(6) 2025, it was reported that the dexcom mobile device was showing a glucose level slightly above 200 mg/dl. There was no mention if the patient had symptoms or checked a bg meter. The patient reportedly had no insulin and went to the emergency department (ed). Upon arrival, the dexcom mobile device was still displaying a value in the 200-230 mg/dl range. However, when emergency room (ER) staff conducted a glucose test via finger stick, the result was 550 mg/dl. The patient was given an IV bolus, had labs drawn, and was administered "emergency insulin" (10u regular insulin provided.) Sometimes, he was noted to have dry mouth and polyuria. The patient was offered to stay within the department for care coordination but declined, opting to follow up outpatient. The patient made request for reimbursement and was "demanding a resolution within 10 business days." Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. It has also been reported that readings were over 300 points off. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem - additional. H2 additional information.